Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: injuries or adverse event: no. Reported issue: foreign material in the tubing of a nexiva set.